Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the reported event and heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), cannot be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the patient expired. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case.